Manufacturer narrative:
No pt injury or medical intervention reported. Gambro technical svcs, field rep found power cord was much frayed in places. He replaced power cord and tested machine for leakage current.